Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. The customer reported discrepancies on estradiol and carcinoembryonic antigen (cea), which was noted to be different from what was initially reported. Fse confirmed the patient sample results and was able to reproduce complaint by running samples several times and getting varying results outside of the expected range. The fse inspected the wash blocks and there were no signs of leaking, decontaminated the sample nozzle on the main arm and checked clog sensitivity adjustment and sensitivity values were within specification. Fse performed a 10 times precision run on the cea assay, and results were acceptable, fse attempted to run samples again and results were still not within acceptable range. Fse recalibrated and changed the test cup lot to a new lot and successfully performed acceptable run, which resolved the complaint. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. A review of e2 test cup lot# c4129a4 was performed, there were two (2) similar complaints identified during the searched period, which includes this event. The st aia-pack analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event is unknown, could not be established.

Event description:
A customer reported discrepant results for beta human chorionic gonadotropin (bhcg), estradiol (e2) and testosterone (tes) on the aia-2000 analyzer. The customer stated no quality control issues prior to run. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.